Event description:
Approximately, eleven minutes into treatment and after administering therapy with no issues, a sudden decline in tissue temperature was noted via readings from the thermocouple in the laser catheter. The procedure was stopped. Upon inspecting the probe connections, a "burn plastic" smell was noticed. It was found that the fiber connection from the probe had fused (melted) to the connector module at the interface platform. The probe could not be removed from the connector module and both items had to be replaced.